Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that approximately mid-way through the procedure, the tip of the scorpion needle broke off. X-ray was completed prior to closing incisions. Needle tip was not located in shoulder. Needle tip was not retrieved. Procedure: right shoulder arthroscopy with open rotator cuff repair with graft jacket. Follow-up investigation: after the needle tip was discovered to be missing the surgeon proceeded to an open procedure using anchors, suture and free needles. The complaint device was discarded by the facility.